Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the chair is not working and that the motor plug looks burnt. End user states he heard popping noise and that was when the chair stopped working. He states the prongs on the motor connection on the motor itself are also burnt. MDR filed.